Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a dry, itchy irritation on the left side of their back. The patient's physician recommended using cetaphil moisturizer. The patient's irritation improved following the doctor's recommendations.